Manufacturer narrative:
Implant date: 2016. (B)(4). Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 100-9812, serial: n/I, batch: n/I.

Event description:
It was reported that the patient's spacers were explanted after they dislodged after a traumatic event. The patient was experiencing pain and discomfort. The patient has reportedly fully recovered following the explant procedure.